Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 11500a inspiris valve in the pulmonic position underwent valve-in-valve intervention after an implant duration of six (6) years, two (2) months due to wide open pulmonary insufficiency with a gradient of 50mmhg. The tpvr procedure was successfully performed with a 26mm 9600tfx transcatheter valve resulting in a gradient of 6mmhg and no pulmonary insufficiency.